Event description:
It was reported the insulin pump was dropped one meter on flagstones. The bottom of the device dropped out of the device. The drive support cap appears to be damaged and loose. Customer's blood glucose was 20 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with protruded and or loose drive support disk, but no anomalies were noted to end cap. The device had cracked case near lcd window corner, minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.